Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic polypectomy procedure under sedation, the generator was set at a lower value than recommended, the cut was extreme and the tissue could not coagulate that caused an unspecified amount of bleeding. Hemostasis was achieved by clipping. The generator was replaced with another product from the same manufacturer and the procedure was completed. No report of health hazards.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and functional testing. The reported failure was unable to be reproduced and therefore was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, , no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.